Event description:
It was reported that the lead exhibited capture and sensing anomalies. An insulation break was noted at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.